Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
It was reported that the physician was attempting to use an endeavor resolute drug eluting stent to treat a moderately calcified lesion in the circumflex artery exhibiting 90% stenosis and no tortuosity. No damage to device packaging and no issues removing the device from the hoop. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues. Negative prep was performed with no issues noted. It is unknown if pre-dilation was performed. Resistance was noted when advancing the device to the lesion and it is unknown if excessive force was used. It is reported that stent dislodgement occurred when delivering the stent to the lcx. The stent got caught on the previous implanted stent. The dislodged stent was not removed and the physician deployed the stent where it dislodged. No additional stenting was performed. The patient is well and has left hospital.